Event description:
It was reported that a stent issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, when the device was opened, it was noticed that the strut was not mounted on the balloon. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 48mm stent delivery system, catheter was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. A kink was noted on the hypotube, 2.3cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Visual and microscopic examination of the stent identified stent struts damaged at the mid-section of the stent and distally pulled over balloon cone and tip of device. Stent struts at distal section was pulled over balloon cone and tip of device. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement.

Event description:
It was reported that a stent issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, when the device was opened, it was noticed that the strut was not mounted on the balloon. The procedure was completed with this device. No patient complications were reported.